Event description:
It was reported that during a procedure, the device was allegedly placed in the wrong place. It was further reported that the patient experienced severe subcut site pain, nausea, sensitivity towards chloraprep, leg pain and occasional headache. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Therefore, the reported improper or incorrect procedure or method cannot be confirmed. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: carefully read and follow all instructions prior to use. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Only qualified healthcare practitioners should insert, manipulate and remove these devices. When tunneling, the catheter must not be forced. Avoid inadvertent puncture of the skin or fascia with the tip of the tunneler. The entire collagen (tan) portion of the vitacuff antimicrobial cuff must be placed beneath the skin level to avoid migration of the cuff out of the tunnel and exit site. Do not insert guidewire beyond the bevel of the needle while removing straightener from the needle hub in order to prevent guidewire damage or shearing. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire. Do not grasp the catheter with any instrument that might sever or damage the catheter. Do not cut the catheter before removal from vein to avoid catheter embolism. Do not use scissors or any sharp-edged instruments as they could damage the catheter. Follow all contraindications, warnings, cautions, precautions and instructions for all infusates as specified by its manufacturer. H11: d4 (medical device catalog). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during a procedure, the device was allegedly placed in the wrong place. It was further reported that the patient experienced severe subcutaneous site pain, nausea, sensitivity towards chloraprep, leg pain and occasional headache. The current status of the patient is unknown.